Event description:
Covid nasal swab. Bloody nose after testing. Nausea, headache, swollen nasal passage, swollen eye in the hour after the swab. Over the following week: runny nose, extreme eye tearing, ear pain, eye pain, facial pain, headache, bad taste in the mouth, sore throat, nausea. Went to urgent care on the following monday (six days) and confirmed a sinus infection and ear infection on the side of bloody nose. FDA safety report ID # (B)(4).